Manufacturer narrative:
Tandem clinical diabetes specialist met with the customer and reported that there were errors in how customer was inserting and overall use of the pump. Customer will use try alternate infusion sets and bolus by entering blood glucose. Device not returned

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after delivering a bolus, blood glucose would elevate (approximate range 500 mg/dl). Customer administered a manual injection, and combined with the bolus, customer's blood glucose decreased (value not provided). Healthcare provider instructed customer to revert to manual injections for insulin therapy. Healthcare provider agreed that additional training/troubleshooting with tandem clinical diabetes specialist was appropriate.